Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was a threshold rise on the lead. The lead is still in use. No patient complications have been reported as a result of this event. After followup, it was reported that there was a threshold rise one day post implant. Invasive resolution determined it to be a connector issue and was resolved with lead re-insertion. The device and the lead are still in use.